Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for follow-up, upon interrogation, loss of capture was noted on the lv lead. The lv lead was explanted and replaced due to loss of capture. The patient was stable.